Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. Customer stated that she also goes through batteries like crazy. Customer had blood glucose of 412 mg/dl and 376 mg/dl. Customer replaces the battery every week as soon as she sees the battery life go down. Customer declined troubleshooting for high blood glucose. Customer stated that she cannot read the screen at all times and she has to wiggle it in the light to see some of things on the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no low battery alarms were noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.